Manufacturer narrative:
(B)(4). The customer report of an extension line leak was confirmed through investigation of the returned sample. The customer returned one s-l PICC catheter for analysis. No definite signs of use were observed. Visual analysis of the catheter revealed that the distal extension line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The distal end of the catheter extrusion also appeared to be intentionally severed. The overall length of the catheter measured 16" via calibrated ruler which was not within the specification limits of 19.812" - 20" per the catheter product drawing. This indicated that at least 3.812" was not returned for analysis. The outer diameter (od) of the distal extension line measured 0.09650" via calibrated micrometer which was within the specification limits of 0.093" - 0.097" per the graphic. The inner diameter (ID) of the distal extension line measured 0.058" via calibrated pin gauge which was within the specification limits of 0.055" - 0.059" per the graphic. The catheter was functionally tested per the IFU which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was flushed using a lab inventory syringe, and a leak was observed at the hole directly adjacent to the luer hub. A manual tug test confirmed that the distal extension line is secure within its hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the patient gets 2 infuses/day at home. The nurse noticed a leakage in the catheter at the transition from the hub to the extension line. The patient was transferred to the ER where the PICC was removed and a peripheral catheter placed. There was no interruption of treatment. The patient's condition is fine. The PICC was planned to be replaced.

Event description:
It was reported the patient gets 2 infuses/day at home. The nurse noticed a leakage in the catheter at the transition from the hub to the extension line. The patient was transferred to the ER where the PICC was removed and a peripheral catheter placed. There was no interruption of treatment. The patient's condition is fine. The PICC was planned to be replaced.

Manufacturer narrative:
Qn#(B)(4).